Event description:
It was reported to philips that system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.